Event description:
Reporter indicated via clinic notes dated (B)(6) 2012 received to the manufacturer that a patient was having increased seizures for the previous two weeks, and that replacement of the vns generator was planned due to nearing end of service. No medication changes, vns programming changes, or other factors preceded the increased seizures. Surgery is planned but has not occurred to date. Attempts for additional information are in progress.

Event description:
Product analysis on the explanted generator was performed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Visual examination, performed at the pa test bench, showed tool marks on the pulse generator case. These tool marks are most likely associated with manipulation of the device during the explant procedure as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc). The residue observed on the pulse generator feed-thru assembly is known to be related to the manufacturing process of the component. The septum was not cored. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The ifi = yes flag was duplicated in the lab. The battery, 2.717 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed.

Event description:
Follow up with the physician found that the increase in seizures is not due to vns, but likely due to the patient's disease process.

Event description:
A search of the internal databases found that the patient's replacement surgery was performed on (B)(6) 2013. The explanted generator was returned on (B)(6) 2013 and is pending product analysis. No other information was provided.